Manufacturer narrative:
The referenced previous infection was reported under medwatch MFR report #2916596-2017-02074. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 65 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was admitted with driveline pain. The patient continued on doxycycline which was prescribed due to a previous infection. White blood cell count (wbc) was (B)(6). CT scan was (B)(6). The patient was afebrile. Cultures grew (B)(6). The patient was empirically started on vancomycin and ceftazidime. By the next morning the pain resolved and patient was discharged on oral doxycycline. The patient was to follow-up in clinic 1 week later.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported drive line infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.